Manufacturer narrative:
(B)(4). The reported setscrew and noise anomalies were not confirmed in the laboratory. The setscrew was not received for analysis. The device was tested on the bench and no anomaly was found.

Event description:
It was reported during the connection between the lead and new generator, the screw could not be properly placed. This resulted in continuous ventricular noise as a result of the poor connection. Several attempts of unscrewing and reinserting the lead into the header were unsuccessful. The header was damaged and the screw twisted. The device was not implanted. The patient was recovering.